Event description:
Healthcare professional reported for left side "capsular contracture grade IV", "pain when lifting the arm", "increased size", "multiple hyposignal radial lines, compatible with elastomer folds". The device has been explanted. After explant, physician noted rippling observed, "color of the gel and capsule are altered (when compared to the color of them before the implant surgery)", ¿kind of capsule adhered to the piece, as if it were filling a vacuum space".

Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported for left side "capsular contracture grade IV", "pain when lifting the arm", "increased size", "multiple hyposignal radial lines, compatible with elastomer folds". The device has been explanted.